Event description:
A caller reported that the pump battery would not charge and confirmed that neither using a different wall adapter nor charging cable resolved the issue. It was not possible to confirm any adverse impact on the customer¿s blood glucose level as the pump screen would not turn on. Customer attempted to charge the pump for at least 30 minutes using different outlets and adapters without success. The customer reverted to an alternate method of insulin therapy.